Event description:
Event description guidant received information that this active fixation right ventricular lead displayed increasing pacing threshold measurements and was intermittently capturing the myocardium within a day of the implant procedure. The lead was explanted and successfully replaced with a passive fixation model.